Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed. Device not returned.

Event description:
It was reported that customer experienced ongoing occlusion alarms. The customer experienced an elevated blood glucose (bg) level ranging from 594-595 mg/dl. Customer addressed elevated bg with a correction bolus. System check was performed by tandem technical support and a cause for the occlusion alarms could not be determined. Reportedly, the customer continued to use pump for insulin therapy.